Manufacturer narrative:
Citation: padovani et al. Risk of infective endocarditis after hybrid melody mitral valve replacement in infants: the french experience. Interdiscip cardiovasc thorac surg. 2024 mar 29;38(4):ivae046. Doi: 10.1093/icvts/ivae046. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the risk of infective endocarditis after melody mitral valve replacement in infants.  The study population included seven patients who were predominantly male with a mean age of 3.4 years old and mean weight of 4.5 kg.  All patients were implanted with a medtronic melody bioprosthetic mitral valve.  Case 1:  a 2-month-old male with an atrioventricular septal defect underwent implant of a melody valve.  Three days post-implant the patient experienced ECMO-related stroke leading to an in-hospital death. Case 2: a 2-month-old female with an atrioventricular septal defect and down syndrome underwent implant of a melody valve.  At 4.5 months post-implant she was re-hospitalized due to septic shock with multi-organ failure.  Bacteriological samples showed presence of infective endocarditis due to stenotrophomonas maltophilia.  Transthoracic echocardiogram (tte) visualized a competent melody valve but with a significant increase of the transvalvular gradient up to 15 mmhg. Transesophageal echocardiogram (tee) revealed a 10-mm vegetation on the ventricular side of the melody valve.  Despite broad-spectrum intravenous antibiotic therapy the patient died of refractory hypoxemia.  Case 4: a 4-month-old male with an atrioventricular septal defect and down syndrome underwent implant of a melody valve.  At four months post-implant the patient was readmitted in severe septic shock from an unknown cause.  Infective endocarditis was suspected however the initial blood culture and lumbar puncture were negative.  The patient died in the pediatric emergency department before a transthoracic echocardiogram (tte) could be performed.  The parents declined a medical autopsy so the suspected late infective endocarditis was not confirmed. Case 5:  a 1-month-old male with a hammock mitral valve underwent implant of a melody valve.  At four months post-implant the patient had sepsis of unknown cause.  Infective endocarditis was suspected but not confirmed.  Broad-spectrum intravenous antibiotics treatment for four weeks provided a good clinical outcome.  Transesophageal echocardiogram (tee) revealed a transvalvular gradient increase up to 13 mmhg that led eventually led to a successful percutaneous melody valve dilation procedure.  At 16 months of age, another dilation procedure to dilate the melody valve was performed to accommodate to the child's growth. At 2 years of age, the patient underwent mechanical valve replacement.  No further information was provided pertaining to medtronic products.